Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. Unplugging the video splitter and video returned to the monitor. The system passed a system checkout and the system was returned to an operational condition. An unused mobile view station (mvs) computer was returned.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the user was getting an intermittent video signal during the boot-up of the system, then it would cut out and just be black. User added that there was a message that said "no signal". There was no patient present.